Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient's weight and the cause of the previously reported event were undetermined/not available. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient's stimulation was turned off without being noticed on (B)(6) 2017. The patient was admitted to the hospital and the hcp turned the device/stimulation back on, on (B)(6) 2017. It was confirmed that stimulation was being delivered normally by establishing telemetry with the device. There were no particular environmental/external/patient factors that may have led or contributed to the issue. The patient's settings at the time of the event were as follows: amplitude (v): 1.0 pulse width (us)): 60 impedance (ohm): not specified. Rate (hz/pps): 145 polarity (uni or bi): unipolar electrode# for anode: c electrode# for cathode: 2.3 usage (hrs/day): 24 the hcp's observation regarding the causality of the event was noted as a "ins [implantable neurostimulator (ins)]malfunction issue was suspected". The actions/interventions taken to resolve the event included admitting the patient to have the stimulation adjusted; however, the event was considered ongoing at the time of this report.